Event description:
The following has been reported: biomed reported: pump has red service needed error. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 leak failure. Before an infusion was performed it was observed the pump made extra recharge attempts consistent with a leak, although it did not rise to an alarm. A mock infusion was not possible as the tubing set could not be properly seated due to excessive fva pin drag. The fva pins were found to be contaminated, preventing proper motion. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 1 leak.